Event description:
Pt had a cystoscopy with bladder biopsy. Pt had thirteen procedures done previously. Five to those with cidex opa as the disinfectant. Pt experienced a severe rash on abdomen, lower extremities and itching approximately 1 and 1/2 hours after the procedure. Pt took benadryl for the reaction. Other treatment and duration are unknown.